Event description:
After patient use, when the customer was trying to change the lifeband, it got stuck in the autopulse platform (s/n (B)(4)). As per the customer, the driveshaft would not turn to remove the lifeband. The customer stated that the autopulse platform did not display any faults or user advisory messages. No patient involvement.

Manufacturer narrative:
The reported complaint that "the driveshaft of the autopulse platform (s/n (B)(4)) would not turn to remove the lifeband" was not confirmed during functional testing. The customer did not return any lifebands to zoll for evaluation. The autopulse platform passed multiple functional tests using a known good lifeband, and the driveshaft functioned as intended. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the picture provided by the zoll service team, a vertical crack was running through one of the screw fittings of the front enclosure. The observed physical damage is likely attributed to user mishandling/neglect. There is no documented report showing that annual preventative maintenance (pm) was performed by zoll since the device was acquired by the customer in 2014. The front enclosure was replaced to address the issue. The archive data review indicated multiple user advisories (ua) 02 (compression tracking error), ua07 (discrepancy between load 1 and load 2 too large), ua17 (max motor on time exceeded during active operation), and one warning 1 (low battery warning) followed by a couple of ua04 (low battery warning) on the customer's reported event date while performing chest compressions. In addition, a couple of ua18 (max take-up revolution exceeded) occurred on the customer's reported event date after deployment. The noted warning and advisory messages were unrelated to the reported complaint, cleared by the user, and were not replicated during the functional testing performed at zoll. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Per the autopulse maintenance guide and autopulse user advisory list, user advisory 07 occurs when the load sensing system has detected a weight/load imbalance between the two load cells. The device does not need to be performing compressions for this to occur; it may happen at any time when the device is powered on. User advisory 07 is an indication that the patient/manikin is out of position, or the patient/manikin is not properly centered. The recommended actions to take for this type of user advisory are: ensure the patient/manikin is properly aligned (armpits on the yellow line), deploy the shoulder restraint to reduce patient/manikin movement, press restart to clear the ua. Per the autopulse maintenance guide, warning 1 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action is to take for this type of user advisory is to replace the battery and press restart to clear the ua. Per the battery hangtag - advisory codes description and action, user advisory 04 is an indication that the battery is uncharged or faulty. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, replace the battery, perform start-up, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The autopulse platform passed the initial functional test without any fault or error. During device evaluation, the zoll service personnel was able to manually rotate the driveshaft using a test belt clip. No resistance was noted, and the customer's reported complaint could not be replicated. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with good known test batteries for 10 minutes, and no issues were noted with the driveshaft. However, it was found that the air brake gap of the drivetrain motor was out of specification (too narrow), unrelated to the customer's reported complaint. The zoll service personnel suspected that the root cause of the intermittent occurrences of the ua17, observed in the archive data files, could have been related to the narrow air brake gap of the drivetrain motor. After adjusting the brake gap, the autopulse platform was subjected to an additional run-in test using the 95% large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes, and the platform passed the test with no issues. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.